Manufacturer narrative:
(B)(6).

Event description:
(B)(6) 2019 aj. It was reported that balloon rupture occurred. A 3.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, upon initial inflation at 5 atmospheres, the balloon ruptured upon applying pressure to nominal size. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.